Event description:
New information received notes that the device continued to exhibit capacitor charge time outs. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that an alert for charge time out was received. In clinic capacitor maintenance was normal. Review of session records revealed previous timeouts occurred followed by normal charge times. Subsequent charges times have been normal. Patient is stable and will be monitored.